Event description:
It was reported that during the procedure, guide wires were placed in the moderately calcified left anterior descending artery, the intermediate branch and the left circumflex artery. Pre-dilatation was performed in the proximal left anterior descending (lad) artery with a 2.5 x 15 mm dilatation catheter. A 3.0 x 18 mm xience prime was then advanced into the proximal lad and the stent was deployed without problem. A 3.5 x 23 mm xience prime was then advanced into the left main artery and the balloon of the stent delivery system was inflated to 14 atmospheres for 4 seconds only, as the patient had experienced a decrease in blood pressure during balloon inflation. The stent was deployed. The balloon was deflated and an attempt was made to withdraw the stent delivery system. Strong resistance was felt and force was applied, which resulted in separation of the xience prime stent delivery system shaft between the distal shaft and the hypotube. The distal shaft segment with the balloon remained in the left main artery inside the previously placed xience prime stent and the proximal segment was removed from the anatomy. The balloon of the stent delivery system totally occluded the left main artery and attempts were made to remove the segment; however, attempts to snare, clip, suction and rewiring were unsuccessful. Cardiopulmonary resuscitation was initiated and the patient died. A clinically significant delay was reported due to the device separation and the attempts made to retrieve the separated segment. An autopsy will be performed. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: whisper ms, balance middleweight (x2). Stent: xience prime 3.0x18mm. The device will not be returned for evaluation. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It was reported that guide wires were placed in the moderately calcified left anterior descending artery, the intermediate branch and the left circumflex. The 3.5 x 23 mm xience prime was deployed in the left main artery to 14 atmospheres for 4 seconds. At this point the patient experienced a decrease in blood pressure (hypotension). The physician deflated the balloon and made an attempt to remove the sds; however, strong resistance was felt and force was applied resulting in a separation of the shaft. It should be noted that the xience prime instructions for use (IFU) states: deploy the stent slowly by pressurizing delivery system in 2 atm increments, every 5 seconds, until stent is completely expanded. Maintain pressure for 30 seconds. Additionally, the IFU also states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case, the rapid expansion appears to have contributed to the difficulty to remove and the application of force appears to have contributed to the reported shaft separation. The device was not returned for analysis. Photo images of the xience prime used in the procedure were provided and confirm the reported location of the separation located between the distal shaft and the proximal hypotube. The images are not very clear; however, the separation appears to be located at the rapid exchange (rx) notch area. A review of the procedure cine images was completed and the reviewer identified multiple contributing factors such as complex calcified disease of the left main (lm) and extended disease into a trifurcation (vessel splits into three vessels at one junction) of the dominant proximal left anterior descending (lad). Three guide wires were in use simultaneously presenting opportunity for interaction (resistance) at the trifurcation. It was also noted that the lesion preparation in the left main artery was done with an undersized pre-dilatation catheter which did not appear fully expanded. After successful placement of the first stent in the lad, diminished flow was apparent throughout the left coronary system in all three major branches indicating a vulnerable state. Prior to inflation, during positioning of the second stent in the left main leading into and overlapping the lad stent, no flow is seen in the lad. The reported unusually brief inflation (4 seconds as reported) was also confirmed and the balloon was seen to be partially deflated. Brief deployment and deflation would contribute to balloon entrapment. The difficulty removing the balloon post deployment and the subsequent separation during forceful removal appear to have been influenced by multiple factors. These factors include (1) the complex lesion and anatomy (including the three guide wires through the trifurcation and overlap with the previously placed stent), and (2) the minimal pre-dilatation and rapid stent expansion/deflation techniques potentially associated with the patient ability to tolerate full expansion. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specifications. A query of the complaint-handling database was performed and no other similar incidents have been reported for this lot. Based on the investigation, there is no indication of a product quality deficiency.